Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with creatinine plus ver.2 (crep2) assay on a cobas c503 analytical unit. Initial result: 6.9 mg/dl. The patient was sent to the emergency room (ER) and the ER drew a new sample that was run on a different cobas c503 analytical unit resulting in a crep2 value of 1.4 mg/dl. The customer then repeated the original sample on the original c503 and the repeat result was 1.4 mg/dl. The repeat result was deemed to be correct.

Manufacturer narrative:
The crep2 reagent lot number was 825134 with an expiration date of 30-jun-2025. The calibration was last performed on (B)(6) 2024 and it was acceptable. Qc recovery was acceptable before and after the event. The alarm trace did not show any abnormality. The field service engineer found that the cause was the sample probe. He replaced and adjusted the sample probe. He then cleaned the rinse nozzles due to sticking, verified the rinse mechanism volumes, and checked the gear pump pressure. Precision studies, qc, operational and/or mechanical checks were performed and they were all within specifications. The service actions resolved the issue. No further issues were reported afterward.